Manufacturer narrative:
Concomitant medical products: rvdr01 ipg, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with pauses lasting two seconds. It was also reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing and oversensing. It was reported that the right ventricular (rv) lead exhibited a high sensing integrity counter (sic) value. The ra lead was programmed off and both leads were explanted. No further patient complications have been reported as a result of this event.